Manufacturer narrative:
The radiometer investigation has found that after system check, the sw restarted the analyzer because the free memory available was below 100 mb. But the investigation revealed that the analyzer was in ready state for 19 seconds before it rebooted, potentially enabling the initiation of a measurement. It is recommended that after system check, wait 30 seconds before starting a measurement. E1: telephone number: (B)(6).

Event description:
According to the complaint the abl90 with serial number (B)(6) gave error 1186: free system memory is critically low. After this error message the analyzer shut down while operator was measuring a sample and then the analyzer restarted. No prior error warnings before the reboots.